Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue connecting to the meter. Blood glucose value was 600 mg/dl at the time of the incident and the customer was hospitalized but there was no additional information. Troubleshooting was performed and both devices were connected. Nothing will be replaced or returned.